Manufacturer narrative:
An evaluation was performed by smith & nephew and could confirm the customer complaint for the image went black during the procedure. A visual inspection was performed and showed the device has been used in the field for over a year and a half. The camera head cable shows an inch tear in the insulation exposing the wires. Smith & nephew in unable to determine how the tear in cable occurred. No manufacturing related defects were observed. No further investigation is required.

Manufacturer narrative:
Awaiting receipt of device.

Event description:
It was reported went black during procedure. A (0-30) min delay noted. No patient injury or complications were reported.